Manufacturer narrative:
Concomitant medical products: product ID: neu_interstim_ins, serial#: unknown, product type implantable neurostimulator. Other relevant device(s) are: product ID: neu_interstim_ins, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stimulation. It was reported that the caller said pt got interstim for bowel problems due to obstructive bowel because pt had surgery. Pt said about a year ago they cut it off when they were on the phone, caller had said the doctor shut it off, and now pt is dealing with these things again. Agent tried to clarify what callers meant, however caller and pt were talking simultaneously at times and the call was rather confusing. The caller said they were trying to connect using the handset and communicator and they have been moving the communicator but get "not responding". Caller said pt has 2 stimulators and they have been trying to connect with both. Caller said they do not know which ins was the mo st current ins and they could not tell by looking at them which was the most current, one of the incision scars is harder and protrudes out. Caller had restarted the handset and connected to the communicator but trying to synch and reposition over both the right and left side sites resulted in the same message: not responding, reposition. Agent reviewed the potential for ins depletion and redi rected patient to their doctor. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included that the caller said pt has a lot of things (health issues) they have issues with their arms/hands/feet even though the devices are probably off the patient feels a pull from other electronics that cause a lot pain and discomfort, they are waiting to see a neurologist. Caller said pt has had falls but they do not know how severe the falls were.